Event description:
It was reported that the caller experienced an incorrect time setting on their device. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in extreme blood glucose levels. The caller was assisted by technical support to update the pump time and advised to monitor the device and follow up if the time discrepancy recurred.